Manufacturer narrative:
Product complaint: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary complained issue could not be replicated and/or confirmed based on the available information. No pictures and/or x-rays were provided and no material was returned for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: sales rep had a call from bornholm regarding a jammed pfna blade in the aiming arm system. The surgeon was not able to impact the blade, he also had troubles to extract the blade again but succeeded after some time. This complaint involves four (4) devices. This report is for one (1) combination hammer 500 grams. This report is 1 of 4 for (B)(4).